Manufacturer narrative:
(B)(4): physio-control provided the reporter a replacement battery. The distributor replaced the battery and returned the device to customer for use. The failed battery was returned to physio-control and evaluated at the failure analysis center. Physio found that a fuse, designator f1, was open so that the battery voltage could not conduct to the device.

Event description:
The AED distributor reported that a newly received battery would not power on the customer device. There was no patient use associated with the event.